Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient stated the infection occurred from leakage, probably started (B)(6) 2018. Patient met with physician, 2 prescriptions/cream was prescribed. It helped but is still active. No further complications were reported.

Manufacturer narrative:
Corrections: no intervention was required. Serious injury does not apply. (B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient stated the infection occurred from leakage, probably started (B)(6) 2018. The patient had the infection since before the implant. Patient met with physician, 2 prescriptions/cream was prescribed. It helped but is still active. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a slight infection in the general area, and they wanted to keep it as clean as they could. No further complications were reported.